Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported sheath split issue and clip deployed at the distal end of the device were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, no femoral imaging was performed, the thumb advancer was advanced after resistance was felt and calcification was reported. It should be noted that the starclose se instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Additionally, the IFU states: do not deploy the clip in areas of calcified plaque. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, there was resistance splitting the sheath. The sheath split abnormally; however, was completely split. The clip was deployed and stuck on the distal end of the device. Manual arterial compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic brain aneurysm procedure. No imaging of the access site was performed prior to starclose se use. Reportedly, there was resistance splitting the sheath. The sheath split abnormally, the clip was deployed and stuck on the distal end of the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.